Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead. The physician elected to explant the atrial lead. The patient is recovering after the procedure.